Event description:
A (B)(6)-year-old male patient was hospitalized due to overdose/cardiac arrest, and an ivtm therapy was initiated for post cardiac arrest cooling. The physician inserted a solex 7 catheter (sn unknown) into the patient's right subclavian vein. The catheter was secured using the juncture luer side wings as the primary suture site at the 18cm marker without any difficulty. The physician performed a luer placement check by aspirating the infusion luers and blood return was observed. The x-ray verified the catheter placement, and the distal tip lands in the superior vena cava/ra junction. Approximately after 5 hours of catheter insertion, the nurse noted swelling around the insertion site during the cooling phase. Following this, the nurse could not get blood return from the proximal and medial infusion luers. The customer stated that normal saline was infused into the proximal luer and epinephrine/norepinephrine/vasopressin into the other infusion luers at the time. The customer was unable to confirm specifically which was in the distal/medial luer at the time. A computerized tomography (CT) chest showed extravasation into the subcutaneous tissue with tracheal deviation, and the distal tip of the catheter migrated back into the superior vena cava (svc). The customer stated that the sutures were not compromised, and externally the catheter did not appear to move. Per the physician, the patient was over 100kg in weight. The patient was intubated, and airway compromise was not an issue. The solex catheter was removed, and a quattro catheter was placed into the patient's femoral vein to continue and complete the ivtm therapy. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Based on limited information provided, event was possibly related to the solex catheter due to relevant timing and location. It was possible that catheter was inserted not far enough. Swelling subcutaneous tissue around solex catheter is anticipated event and could potentially occur with usage of any catheter. The event is possibly related to the device and not related to the procedure.

Manufacturer narrative:
The customer reported a complaint that "the nurse could not get blood return from the proximal and medial infusion luers" was not confirmed during the functional testing of the returned solex 7 catheter (sn (B)(6)). No leak or malfunction was observed during testing, and the catheter functioned as intended. The root cause for the reported complaint was possibly due to the catheter not being inserted far enough. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. Dried blood residues were observed in the serpentine balloons and proximal and medial luer tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, lumen crosstalk test was performed by pressurizing the returned catheter up to 100psi, and no water emission/leak were found in the luers. The catheter functioned as intended. Based on the information provided, the event of "swelling subcutaneous tissue around solex catheter" was possibly related to the zoll catheter due to relevant timing and location. It was possible that catheter was inserted not far enough. Swelling subcutaneous tissue around the zoll catheter is an anticipated event and could potentially occur with the usage of any catheter. The event is possibly related to the device and not related to the procedure.

Event description:
A 47-year-old male patient was hospitalized due to overdose/cardiac arrest, and an ivtm therapy was initiated for post cardiac arrest cooling. The physician inserted a solex 7 catheter (sn (B)(6)) into the patient's right subclavian vein. The catheter was secured using the juncture luer side wings as the primary suture site at the 18cm marker without any difficulty. The physician performed a luer placement check by aspirating the infusion luers and blood return was observed. The x-ray verified the catheter placement, and the distal tip lands in the superior vena cava/ra junction. Approximately after 5 hours of catheter insertion, the nurse noted swelling around the insertion site during the cooling phase. Following this, the nurse could not get blood return from the proximal and medial infusion luers. The customer stated that normal saline was infused into the proximal luer and epinephrine/norepinephrine/vasopressin into the other infusion luers at the time. The customer was unable to confirm specifically which was in the distal/medial luer at the time. A computerized tomography (CT) chest showed extravasation into the subcutaneous tissue with tracheal deviation, and the distal tip of the catheter migrated back into the superior vena cava (svc). The customer stated that the sutures were not compromised, and externally the catheter did not appear to move. Per the physician, the patient was over 100kg in weight. The patient was intubated, and airway compromise was not an issue. The solex catheter was removed, and a quattro catheter was placed into the patient's femoral vein to continue and complete the ivtm therapy.